Event description:
It was reported that the patient's right ventricular lead exhibited noise leading to oversensing. Pacing inhibition was suspected. The patient presented for a lead revision. During the procedure insulation damage was noted on the lead. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.